Event description:
It was reported that on (B)(6) 2014, a drill bit broke while the surgeon was drilling for a slipped capita femoral epiphysis screw. The broken tip was retrieved by coring the outside diameter with a 4.5 hollow reamer from a synthes screw removal set. The tip was removed easily using a 2.0 mm pituitary rongeur. There was a delay in the procedure of 20 minutes in order to remove the fragment. It was reported that the surgery was completed without further incident. This is report one of one for complaint # (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned stepped drill was received with the 5mm stepped tip broken off and missing. The step drill was manufactured in september 2013 and is over 6 months old. It was manufactured to specifications. The drill is cannulated and intended to be applied over the guide wire when drilling for the slipped capital femoral epiphysis screw placement. The broken surface of the of the 5mm tip is homogenous indicating good material consistency and indicative of impact with a material harder than bone from a likely a bent or dislocated guide wire and or the result of using the drill with worn or damaged cutting flutes. The employed method of use method use and or instrument condition has led to this complaint which is not the result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.